Event description:
Patient underwent revascularization on the target lesion approximately 6 months post index procedure. Event is reported to be unrelated to the device.

Manufacturer narrative:
Concomitant medical products: clopidogrel. (B)(4). Evaluation: results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (revascularization).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug eluting stent implanted to the mid lad and one endeavor sprint rx drug eluting stent implanted to the proximal circumflex. The following day the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Ref MFR # 9612164-2012-00174.